Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b5; d1; d4; g4.

Event description:
Patient representative reported right side "breast pain and deformity due to fluid leaks". The device remains implanted.

Event description:
Patient representative reported "breast pain and deformity due to fluid leaks". The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4. Clarification to d1 & d4: device catalog number reported as st-410 mf ref n-st-mf120-295 and st-410 ff ref n-st-ff120-335 (d4). As side is not specified, it is unknown which device is associated with the right side complaint. Both device catalog numbers reported are not PMA approved and therefore not reportable to the FDA. There is not a generic st 410 device option, so the record is updated with unk brst textured silicone to capture a non-PMA device. D1 should be captured as style 410 silicone gel filled breast implant.

Event description:
Patient representative reported right side "breast pain and deformity due to fluid leaks". The device remains implanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.